Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence approximately two out of three times. Although specific blood glucose values were unknown, the values displayed as "high" for these occurrences. To address the high blood glucose levels, the customer administered correction injections using multiple daily injections (mdi) and successfully resolved the issue by changing the infusion set and cartridge. The customer did not require third-party assistance and confirmed using room temperature insulin, without refilling, reusing, or overfilling the cartridge. The issue was not current, as it occurred on a previous date, and the customer had already resolved it independently. Ultimately, the customer resumed normal insulin delivery.